Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 70 to 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 15m x 2.50mm wolverine coronary cutting balloon was selected for use. Upon first inflation, it was noted that the balloon immediately burst. The balloon was successfully removed from the patient with no fragments left. The procedure was completed using a non-compliant balloon. There were no patient complications, and the patient was in good condition post procedure.